Event description:
After breast implants, (reconstruction) I had so many adverse symptoms. Arthritis, insomnia, anxiety, pain, palpitations, brain fog. Hospitalized for palpitations, meds for anxiety, pain and arthritis.